Event description:
It was reported that the 6800 system locked up with an error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable, power cord, and the foot-switch were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.